Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer in a follow-up call on 27-aug-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with test results obtained of 77 and 66 mg/dl. The customer¿s expected fasting am blood glucose test result is 100 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Son stated that due to the results obtained using the truemetrix meter, the customer had taken less of her insulin and that she had felt tired when she went for a previously scheduled a1c test. Based on the results of the a1c test, the customer's doctor increased her insulin. Medical attention is not reported as a result of the actual blood glucose results or reported symptom(s). During the call, a blood test was performed by the customer non-fasting and produced test result of 195 mg/dl using truemetrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 10/27/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history.